Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Upon further investigation found air in line alarm (aild) sensor defective the air in line alarm (aild) was replaced and the unit reset to standard configuration. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump had been malfunctioning. According to the nurse, it had stopped working, and when the cassette had been attached, the device had displayed a message indicating that the cassette was not attached. There was a patient involvement, but no patient harm involved.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.